Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a 4+ dat result was validated on the tango optimo and sent to the lis. Lis interpreted the result as negative. The customer stated that she thinks the meditech lis system looked at the positive interpreted result that was sent by the tango optimo to the lis and not the well result. Usually their lis should look at the well result. Because there were no numbers in the result that the lis looked at, it defaulted the result to a negative result. This caused that an incorrect result was caught by the operator on the lis terminal and the result was not reported to the treating physician. The customer assumed that a dat positive patient was transmitted to the lis as negative. Our international technical received the service astm file in form of data and relevant information for further investigation. Astm extract in form of a fax sheet seem not to show any irregularities which might confirm the claim of the customer. Further data was requested but has not been delivered yet.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a 4+ dat result was validated on the tango optimo and sent to the lis. Lis interpreted the result as negative. The customer stated that she thinks the meditech lis system looked at the positive interpreted result that was sent by the tango optimo to the lis and not the well result. Usually their lis should look at the well result. Because there were no numbers in the result that the lis looked at, it defaulted the result to a negative result. This caused that an incorrect result was caught by the operator on the lis terminal and the result was not reported to the treating physician. The customer assumed that a dat positive patient was transmitted to the lis as negative. Our international technical received the service astm file in form of data and relevant information for further investigation. Astm extract in form of a fax sheet seem not to show any irregularities which might confirm the claim of the customer. Investigation showed that the affected tango optimo is transmitting lis data in accordance with lis specification. A patient with a 4+ dat result was transmitted as a 4+ well. There is no instigation to suspect instrument performance issues to be causative for the reported problem. Indication for this assumption is the later statement that on the instrument lis data was transmitted in accordance with lis specification.